Event description:
Customer reported the display as (error no.5, fault in handpiece) when the hand piece stopped running, and that the wire which connects the protective cap and the handpiece was detached. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the pin fell off. This was attributed to excessive handling. The connector was replaced. The device was repaired and returned to the customer on 11/07/2012.